Manufacturer narrative:
D10: concomitants: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-15-06 - rs glenoid plate ext cag +10mm cage peg; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 63 yo male patient, initial right shoulder implanted in (B)(6) 2016, underwent a revision procedure in (B)(6) 2025, approximately 8 years 10 months post the initial procedure. According to the surgeon, the patient was on the phone for an extended period of time and then felt shoulder pain due to a dissociated poly. The patient was revised to 145-deg pe 42mm constrained humeral liner +0mm. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device was not available for return due to hospital policy. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may have been due to disassembly between the humeral liner and humeral tray. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.